Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction that consisted of itching, redness, blisters and drainage underneath sensor pod area only. The reaction was treated with a prescription of oral loratadine 10 mg once per day. The patient used underlayment patch as barrier product and it helped to minimize or prevent the skin reaction. At the time of the report the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.